Event description:
Additional information was received that a pump exchange was performed on 20sep2023 successfully. The device was noted visually to be fully clotted from the inflow until the outflow. However, the pump was stopped some hours prior to the exchange and it was unable to be differentiated between new thrombus and any thrombus from the initial event. The patient was in the ICU and was under stable hemodynamic conditions recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: ingested thrombus was confirmed in the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 13". The modular cable was not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned device, a tissue-like deposition was found in the interior of the inflow cannula. Although this deposition was structured, it was not strongly adhered to the textured surfaces, suggesting that it likely did not form within the pump, but was ingested. The exact origin of the deposition could not be conclusively determined through this evaluation. This ingested deposition appeared to have contributed to the sudden drop in flow observed in the submitted log files. Soft depositions of grainy, denatured blood were also observed in the interior of the pump cover as well as the eye and vanes of the rotor, occluding the blood flow path. The lumen of the outflow graft revealed loosely clotted blood. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. These depositions would have contributed to the fluctuations in rotor parameters and the associated events observed in the submitted log files. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the lvad fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a sudden drop in flow to 0 liters per minute (lpm). Log files were downloaded and confirmed the issue. A small increase in rotor noise and a variable displacement was seen. Diagnostic tests were scheduled including a computed tomography angiogram (cta). A few hours later the pump parameters suddenly increased. The power increased to more than 20 watts (w) and the flow was sometimes more than 16 lpm. Additionally, the pump could not maintain the fixed speed intermittently. Log files were again downloaded and showed severe impact to the rotor noise, displacement, magnetic centering, and instability faults. Additionally, the left ventricular assist device (lvad) monitor pimc calculated (mw) and lvad monitor timc (degrees celsius) increased massively. The pump temperature went above 60 degrees. According to this, an lvad fault also occurred. The patient was stabilized with catecholamines and could compensate the situation for the moment. The CT scan showed no flow on the outflow anymore. Only retrograde flow from the aorta into the prosthesis was noted. A complete clotted pathway due to a thrombus was suspected. The patient had a formation inside the left atrial appendage (laa) at one of their last echocardiogram (echo) checkups that was no longer there. The pump was stopped and a pump exchange was scheduled.